Event description:
The company representative reported that a patient who had a transoral incisionless fundoplication (tif) procedure on (B)(6) 2010 was found to have two small holes in the area of the gej during a post operative diagnostic procedure conducted two hours post procedure. It was the opinion of the company representative present during the postoperative evaluation that at least one of the fasteners pulled through the fundus and was inside the peritoneum. The patient was brought back into the operating room and was successfully treated by over-suturing and the performance of a laparoscopic fundoplication procedure. The patient's recovery progress is reported as being normal.

Manufacturer narrative:
There was no allegation of device malfunction and we believe that the issue was procedure/technique related.